Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and usb cable. There was no reported impact to the customer¿s blood glucose level. Customer was sent replacement charging supplies. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.